Event description:
The patient reported they felt uncomfortable and questioned if they had the right type of implantable pulse generator (ipg) implanted. The ipg pacing mode was changed and the patient symptom disappeared. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).